Event description:
Additional information was received, which confirmed the exact date the generator was explanted. No other relevant information has been received to date.

Manufacturer narrative:
B, adverse event or product problem, corrected data: initial report inadvertently did not also select "adverse event". B2, outcomes asstributed to adverse event, corrected data: initial report inadvertently did not select "other serious". D6a if implanted give date, corrected data: initial report inadvertently did not include the implant date. F10, health effect - impact code, corrected data: initial report inadvertently did not include codes f1001 and f0101.

Event description:
It was reported that the patient's generator is unable to deliver 2.25ma output current. The patient has been experiencing worsened seizures since june/july presumably because the device is not delivering therapy. Based on an ohm's law calculation, the device should be able to deliver the programmed output current of 2.25ma. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
Code 02 used in h3 which states that the device has been received but have not been evaluuated.

Event description:
It was later reported that the suspect product has been received by the manufacturer. However, it has not been evaluated at this time. No other relevant information has been received to date.

Event description:
Additional information was received that the patient's generator was explanted. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Product analysis was preformed on the suspected product. During the initial interrogation ¿reboot reason text¿ of ¿none¿ but the ¿reboot timestamp¿ suggest that a reboot occurred on (B)(6) 2023. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an intense follow up indicator=no condition). The ¿reboot timestamp¿ (command ¿status¿), from the initial data downloaded from the device, suggest that a reboot may have occurred on (B)(6) 2023. This suggests that stale data was in the memory locations used for the ¿reboot timestamp¿. The generator's internal data was reviewed generator is likely experiencing reeds switch failure (stuck closed). The total stim time is about 27 days while the duty cycle is near 50% which is much lower than normal. Magnet swipe history was reviewed. The generator saved 50 swipes. The 50 log entries range from (B)(6) 2024. It is unlikely that a device averaging 10+ swipes a day over this period would have zero swipes for the remainder of implant duration. Office visit history shows that over the last 3 office visits there were no increases in total stimulations, which supports the claim that the reed switch was likely in the "stuck closed" position; inhibiting stimulation from being sent.